Event description:
It was reported that during a laparoscopic gastric bypass procedure, after the surgeon fired the device, it was noticed that there were no visible drivers on one side of the cut line. The surgeon inspected the anastomosis endoscopically and tested the anastomosis for leaks. No leaks were observed introperatively and the case was completed without incident. There was no pt consequence.